Manufacturer narrative:
(B)(6). Occupation: non-healthcare professional. Investigation: filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Rpn/lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
It is alleged that "patient received a cook celect filter. Patient is alleging perforation of organ. Hospital and medical records have not been provided."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, h6 investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc) perforation. The reported allegations have been further investigated based on the information provided to date. The additional information regarding vena cava perforation does not change the previous investigation results for organ perforation. Catalog and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on(B)(6)2014. Patient alleges multiple prongs of the celect ivc filter implanted in [patient's] body perforated through her ivc. Further, one prong of the filter is perforating [patient's] right psoas muscle, a second prong is perforating her l4-l5 disc space, a third prong is perforating her left common iliac artery, and a fourth prong is abutting her right common iliac artery.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right common femoral vein due to deep vein thrombosis (dvt)/ pulmonary embolism (pe). Patient is alleging organ and vena cava perforation, and perforation abutting another organ. Patient alleges "multiple prongs of the ivc filter implanted in my body perforated through my ivc. Further, one prong of the filter is perforating my right psoas muscle, a second prong is perforating my l4-l5 disc space, a third prong is perforating my left common iliac artery, and a fourth prong is abutting my right common iliac artery outside of it. I live with the anxiety of having a filter that could fail further at any time, but that cannot be retrieved without a serious surgery. I am worried because my filter perforated outside of my vena cava perforating and abutting other organs " per CT report, "caval perforation: yes. 9:30 o'clock 3.20 mm grade 2. 11:30 o'clock 4.80 mm grade 2. 9 o'clock 5.10 mm grade 4 extending into the right psoas muscle. 6 o'clock 7.30 mm grade 4 extending into the l4-l5 disc space. 12 o'clock 9.60 mm grade 3 extending to the periphery of the right common iliac artery. 3 o'clock 6.80 mm grade 4 extending into the left common iliac artery." "Tilt: yes. Left-sided tilt measuring 8.65 degrees."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: tilt, anxiety, worry. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Unknown if the reported anxiety and worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications; this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.